Event description:
The company was informed that the patient is experiencing slow progress with the device. An x-ray confirmed that the tip of the electrode array is folded over. Device revision surgery has been scheduled.